Event description:
It was reported that the scope intermittently lost the image prior medical procedure. The procedure was delayed while staff searched for the root cause and switched to a backup device. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).